Event description:
It was reported that iol was stuck and haptic was broken. Lens was only partially inserted into patient's eye and was then removed. There was no patient injuries. There was no delay in treatment or other interventions performed. No further information was provided.

Manufacturer narrative:
Section a4, a5 and a6: unknown, information not provided. Section d6a: implant date: not applicable, as lens was not implanted. Section d6b: explant date: not applicable, as lens was not explanted. Section e1: email address: unknown/not provided section e1: initial reporter: telephone number: (B)(6). E1 address 2: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.